Event description:
It was reported that this right atrial (ra) lead showing some artifacts. (B)(6) technical services (ts) reviewed previous record found programming changes inappropriate atrial tachycardia response. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).